Manufacturer narrative:
Based on the information provided by the complainant, details regarding a specific correlation between the cook manufactured product¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained. Product common name unknown; product unspecified - product code pag / pai.

Event description:
The patient was reportedly implanted with a bard align urethral support system on (B)(6) 2011, by dr. (B)(6) the patient was also reportedly implanted with a cook manufactured device, however, no details were provided. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.